Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs), the valve dislodged. A snare was used to stabilize the valve. The patient was sent to the operating room to explant the valve and implant a surgical aortic valve. It was reported the dcs did not cause or contribute to the dislodgement of the first valve; the cause of the dislodgement is unknown. No additional adverse patient effects were reported.